Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the cause has not been determined as the shocks remain when the device was turned off and the patient has normal connectivity and impedances. Action taken was complete connectivity, impedance testing, and revisit the electrodes chosen in current programming. Issue was not resolved. The physician had the patient to turn the system back on and monitor symptoms. It was yet to be determined if the patient was experiencing electrical shocks from the device or if it was referring to the type of pain.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is now experiencing increased neuropathic pain, feeling like it is coming from the battery. The environmental, external, and patient factors that may have caused the event were reported as "he has regular falls". The rep asked the patient to turn his stimulator off to better understand if his new symptoms are from his spinal cord stimulation or new-unrelated symptoms. In turning his system off he is experiencing less shocks that are less intense. The issue was not resolved at the time of the report. The rep will obtain information from the healthcare provider (hcp). The patient is calling the pain clinic to make an appointment this afternoon (B)(6) 2024. No surgical intervention occurred, nor was it planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
G2: the country of the event is au. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep met with the patient and physician on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.